Event description:
It was reported that the ventilator had error code indicating machine and proximal pressure sensors failed. There was no patient involvement. The service provider (sp) inspected the device and found that during powerup the unit when trying to go into service mode would kick out of service mod and into an operable state with error code machine and proximal pressure sensors failed. The sp was able to review the ventilator diagnostic logs and found error codes indicating 35 volt failed, over voltage protection (ovp) circuit failed, 24 volt failed, 5 volt failed, backup alarm failed, light emitting diode (led) failed, barometer sensor calibration error, o2/air flow sensor error, o2 pressure sensor failed, proximal and machine sensor calibration error. The sp advised that the power management or cpu need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorize service personnel (asp) evaluated the device and stated that replacement of the data acquisition (da) to motor controller (mc) cable does not fix the error nor replacing the motor controller (mc) pcba. The (asp) reported that the fault on the machine points to the data acquisition (da) board, power management (pm) board and the cpu board. These parts are on back order. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (da) board, (pm) board and cpu board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
The authorized service personnel (asp) evaluated the device and stated that replacement of the data acquisition (da) to motor controller (mc) cable does not fix the error nor replacing the motor controller (mc) pcba. The (asp) reported that the fault on the machine points to the data acquisition (da) board, power management (pm) board and the cpu board. The international philips field service engineer (fse) reported that the central processing unit (cpu) printed circuit board assembly (pcba) did not fix the error. Further investigation and testing revealed that the power management (pm) pcba previously installed must have been defective on arrival. Technical support to replace the power management (pm) pcba to correct the issue. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the bench technician received parts for the device and completed repairs. Bench tech replaced central processing unit (cpu) printed circuit board assembly (pcba) and fan guard, then updated the software to version 3.20. Following repairs functional testing was performed. The device passed all testing. The unit was returned to the customer in functional condition. Based on information provided and service performed the customer alleged malfunction was confirmed. The device return is expected but not yet received for technical investigation, therefore no component level root cause has been determined. Due to logistic delay, it is unknown when return will be completed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If the product is returned or additional information is received the complaint will be re-opened and supplemental reporting will be completed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Manufacturer narrative:
H10: a removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba into a pil v60 standard test bed (stb) for testing. The pil technician verified that the da pcba operates on the pil v60 standard test bed (stb) without issue or error code. The tech reported the unit passed all pressure accuracy testing. The issue could not be duplicated. No problem was found.

Manufacturer narrative:
H10. The authorized service personnel (asp) evaluated the device and the current communication error points to da pcba, but that would be the 3rd one replaced. Multiple boards have already been replaced. It appears something is blowing the new pcbas and so each pcba should be tested separately before further pcbas are installed. The asp closed the site work order for the unit and sent it to bench repair. The investigation is ongoing. H11 updated contact information and contact office entity.

Manufacturer narrative:
Information was received that the service provider replaced the motor controller (mc) board. However, that has not addressed the issue. Further information was requested to obtain the repair and operational status, but no response was received. The mc board was sent in for failure analysis. A visual inspection of the returned component was performed, and no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The issue of oxygen (o2) flow was not working after the data acquisition printed circuit board assembly (pcba) was replaced was determined to be an unrelated issue and was resolved by replacement of the central processing unit (cpu) pcba. O2 supply alarms were observed and diagnostic codes 1111 and 1202 were logged in the significant events log. The removed central processing unit (cpu) printed circuit board assembly (pcba), serial number (B)(6), was returned to the pil for analysis. Visual inspection noted no anomalies. The pil technician confirmed diagnostic codes 1111 (o2 device failed) and 1202 (proximal pressure line disconnect) were logged multiple times. Pil testing shows that u44 is internally shorted to ground at some point between pins 8 and 12. Per component data sheet from the manufacturer, the input of pin 8 is passed to pin 12 as determined by the presence or absence of enable signals but should in no scenario be internally connected to ground if the component is functioning as intended.